Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by (B)(6) medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(6) medical, inc. (B)(6) medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Fill volume: 750 ml, flow rate: 8ml/hr, procedure: unknown, cathplace: unknown. It was reported a fast flow event occurred. The device emptied earlier than expected. The pump emptied prior to 48-hours and was never increased above rate of 8ml/hr. No additional information was provided.